Manufacturer narrative:
Reported event: an event regarding alleged infection involving a unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Other devices listed in this report: cat # unk, lot # unk, description: unknown securefit stem; cat # unk, lot # unk, description: unknown 60mm cup; cat # unk, lot # unk, description: unknown head; cat # unk, lot # unk, description: unknown gap screws. Device not returned to manufacturer.

Event description:
It was reported that the patient was revised on the left hip due to infection. All components were removed and an antibiotic spacer was implanted.